Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pelvic adhesions ("abdominal & pelvic adhesions"), endometriosis ("stage endometriosis") and abdominal adhesions ("abdominal & pelvic adhesions"), was found to have uterine leiomyoma ("uterine fibroid") and underwent female sterilisation ("tubal ligation"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal adhesions, endometriosis, female sterilisation, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pelvic adhesions ("abdominal & pelvic adhesions"), endometriosis ("stage endometriosis") and abdominal adhesions ("abdominal & pelvic adhesions"), was found to have uterine leiomyoma ("uterine fibroid") and underwent female sterilisation ("tubal ligation"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal adhesions, endometriosis, female sterilisation, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain, essure tubal ligation complicating her pelvic pain [pelvic pain]. Dense pelvic and abdominal wall adhesions [pelvic adhesions]. Dense pelvic and abdominal wall adhesions [abdominal adhesions]. Uterine fibroid [uterine fibroid]. Stage 2 endometriosis, endometrial implants noted in the reflection of the bladder to the uterus, and pelvic side wall [endometriosis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, essure tubal ligation complicating her pelvic pain") in a 37-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of morbid obesity and multiple cesarean sections (cpd (cephalopelvid disproportion)). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), pelvic adhesions ("dense pelvic and abdominal wall adhesions"), abdominal adhesions ("dense pelvic and abdominal wall adhesions") and endometriosis ("stage 2 endometriosis, endometrial implants noted in the reflection of the bladder to the uterus, and pelvic side wall") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was hospitalised from (B)(6) 2022 to (B)(6) 2022. The patient was treated with surgery (attempted laparoscopy hysterectomy, total abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal adhesions, endometriosis, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: the laparoscopy hysterectomy was complicated by adhesions, and open hysterectomy was started. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2022: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: additional reporter added (hospital). New information provided: morbid obesity and previous c-section added as medical history. Lab data corrected. Pelvic pain and pelvic and abdominal wall adhesions specified. Details to surgical removal of essure added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.